Event description:
The customer stated an architect i1000sr analyzer generated a false negative b-hcg result for one patient sample. The architect analyzer generated an initial b-hcg result of 0 and a repeat b-hcg result of 42. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect total b-hcg, list 7k78, that has a similar us product distributed in the us, architect total b-hcg, list 6c21. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Internal identifier(s): (B)(4), a product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4).